Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse advised the customer to charge batteries overnight. The fse came in the next day to test batteries which did not pass the runtime test. The fse replaced batteries and advised the customer to charge unit overnight. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) had battery issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10. Corrected fields; h10 mfg narrative. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The customer reported that batteries would not hold a charge. Advised customer to charge batteries overnight. The fse came in the next day to test batteries which did not pass the runtime test. The getinge fse replaced the batteries to resolve the issue and advised the customer to charge unit overnight. The unit was cleared for clinical use.